Event description:
New information received notes the reason the device information showing in another device report was possibly due to the fact that two devices were implanted in the same hospital and were interrogated on the same day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi issue was observed. It was noted that the device information has been showed in another device report. The patient was stable.